Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced an upset stomach, and the patient's j-tube was pulled inside the stoma. A bezoar was suspected. On (B)(6) 2020, the nurse visited the patient and confirmed a bezoar, but it was unknown what testing was performed. On (B)(6) 2020, the j-tube was cut, so that it could pass in the stool. The duodopa medication was connected to the peg tube, until the j-tube is expelled and can be replaced.